Manufacturer narrative:
On 5/15/19, reviewed the complaint details with renal director of sales and education due to another complaint received for the same issue. It was determined that we should revise the complaint to an MDR reportable event because if the event were to recur with a patient' that had a dialysis catheter, and the staff is unable to remove the broken piece, a medical intervention would be required. We revised the complaint form and resent the updated form to the manufacturer on may 15, 2019. (B)(4).

Event description:
Incidents occurred in random dates. First incident occurred on (B)(6) 2019. Another incident was noted on (B)(6) 2019. Luer lock tip found broken with needle attached inside individual packaging. Luer lock tip of syringe broke off in patient's catheter prior to treatment, staff had to remove broken piece from the patient's catheter. Luer lock tip of syringe broke in patient's fistula needle line after completion of treatment.